Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, displacement, prime, and excessive no delivery tests. No excessive no delivery alarm was noted. The insulin pump was received with cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Event description:
It was reported by the customer that her insulin pump was alarming no delivery. Customer states that for the previous three days the device had been alarming and that he had tried changing the infusion set, reservoir and insertion sites. Blood glucose level was 226 mg/dl at time of reporting. Customer declined troubleshooting. Customer stated they could not recall any significant events that lead to the alarm but the device did have a crack on the reservoir tip. Advised customer to discontinue use of device and revert to back up plan. Nothing further reported.